Event description:
Report received stating "patient was received from pcu s/p IV contrast injection for CT scan. Grade IV infiltrate right hand. Skin taught and ecchmotic, serious drainage coming from old IV site, painful, nailbeds dusky, palpable radial pulse....patient developed compartment syndrome of the right hand/arm. Required fasciotomy. Returned to the or for closure of surgical wound." The manufacturer contacted the facility reporter to identify and clarify the reported informaiton as no product problem/malfunction was recorded. The facility reporter stated that the involved "clinicians are unsure of which device (s) caused or contributed to the incident but based on "previous experiences with the clave connector where the "stick" remained recessed they feld the clave connector was involved" based on the reported information the "stick" which is the silicone component "remained depressed." The actual device involved in the incident was discarded. Previous analysis of this type of product problem have found that this condition occurs when either the clave is accessed by an incompatible luer/syringe or user/techniques are incorrect.